Event description:
It was reported that the burr was stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 2.25mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that the rotaburr got stuck with the rotawire. The stuck could not be released, so the burr was removed outside the patient together with the wire. The procedure was completed with another of the same device. No patient complications reported.